Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the purge leak pump was sidearm filter damage. The cause of the purge leak cassette leak was not determined. Impella cp with smartassist for use during cardiogenic shock and high risk cpi instructions for use for the related event are as follows: section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the purge cassette leaked and then the purge filter leaked. A purge bypass was done, and there was no medical intervention, and there was no harm to the patient. However, it was later reported that the patient expired while on support. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.